Event description:
The distributor contacted animas on (B)(6) 2013, alleging the up arrow, down arrow and ok keypad buttons were unresponsive to user input. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad issue remained unresolved with troubleshooting.

Manufacturer narrative:
Initial reporter: (B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/31/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/23/2014 with the following findings: the keypad was intact without damage. Testing confirmed all the buttons were responsive to button presses and were functional. The keypad cover was removed for investigation and revealed contamination under the contacts of the up arrow, down arrow and ok buttons. The display screen was noted to be dim, faded and discolored. Adjustment of the contrast settings did not resolve the display issue.